Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036521860. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include use of device issue-user error and vessel occlusion (dyspnea). Risk review. A risk review was completed and confirmed that the events of device (user error) and vessel occlusion (dyspnea) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported incorrect device placement of implant occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro delivery system was implanted on (B)(6) 2025. During the routine 45 day follow up transesophageal echocardiography (tee) imaging showed the closure device was implanted in the pulmonary vein instead of the appendage. The patient was started to experience more shortness of breath related to this closure device implantation. No other further test has been scheduled.

Event description:
It was reported incorrect device placement of implant occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro delivery system was implanted on (B)(6) 2025. During the routine 45 day follow up transesophageal echocardiography (tee) imaging showed the closure device was implanted in the pulmonary vein instead of the appendage. The patient was started to experience more shortness of breath related to this closure device implantation. No other further test has been scheduled.